Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has lost stimulation to the supra-orbital lead. The next course of action has yet to be determined.

Event description:
Previous report submitted in error. The issue was resolved with reprogramming.